Event description:
It was reported that a revision was performed due to dislocation.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection and macroscopic examination were performed. The dimensional inspection was attempted however several of the device's attributes were deformed and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. The research and development team performed a macroscopic examination and revealed that the post of the insert was deformed in the posterior direction which likely occurred as a result of the reported dislocation. There were signs of burnishing and wear on the articulating surfaces. These features likely occurred as a result of the report dislocation or during removal of the components. The exact cause for the dislocation could not be determined from the available information. The damage observed on the insert likely occurred as a result of the reported dislocation or during removal of the components. A review of complaint history revealed that this is the (B)(4) complaint we've received for this device/ failure mode. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.